Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was attempting to pre-dilate a 90% stenosed de-novo lesion located in the moderately tortuous and moderately calcified right coronary artery (rca) with a 2.5x15mm maverick 2 balloon catheter. Vascular access was obtained through the femoral artery. The physician experienced resistance inserting the device as well as advancing the device to the lesion. Once the device reached the lesion, the balloon ruptured on the first inflation at 10atms after being inflated for 10 seconds. The device was removed intact. The procedure was completed with the use of another maverick 2 balloon catheter. There were no reported pt complications. The pt status is listed as "good".

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was attempting to pre-dilate a 90% stenosed de-novo lesion located in the moderately tortuous and moderately calcified right coronary artery (rca) with a 2.5x15mm maverick 2 balloon catheter. Vascular access was obtained through the femoral artery. The physician experienced resistance inserting the device as well as advancing the device to the lesion. Once the device reached the lesion, the balloon ruptured on the first inflation at 10atms after being inflated for 10 seconds. The device was removed intact. The procedure was completed with the use of another maverick 2 balloon catheter. There were no reported patient complications. The patient status is listed as "good".

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. A detailed microscopic examination could not identify any tears or holes in the balloon material. A large build up of solidified contrast media was present inside the balloon. The device was attached to an inflation unit in an attempt to inflate liquid into the balloon, however the balloon would not inflate. The device was immersed in hot water in an attempt to dissolve the solidified contrast media that was present inside the balloon. All additional attempts to inflate the balloon failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).